Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Although not returned poly material wear after approximately 25 years implanted is not unreasonable to expect. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 1994 via tha. It was reported that the liner seemed to be worn. The surgeon is considering a revision surgery. He wants the liner made to order because the implanted liner is discontinued product. No further information is available.